Event description:
On september 6, an amazon customer commented that the product was false negative: customer said that twice the test showed her husband was negative when he was positive. The delay was in enough to make a difference in his recovery. The customer complained about inaccuracy of this test and said due to inaccurate test results, her husband didn't receive medical care early. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.